Event description:
Patient was fixing a deck and experienced severe pain in his hip and could not move without pain. Update 10/september/2018: as cited in "adverse consequences details": patient required revision surgery. It was repeorted that the head disassociated from the stem. A considerable amount of black tissue was present in the joint. Pre-revision x-rays and an explant picture were provided.

Manufacturer narrative:
Adding investigation conclusion; reported event: an event regarding disassociation & altr involving an accolade stem was reported. Disassociation was confirmed. Altr was not confirmed. Method & results: -product evaluation and results: the device was not returned however a photo was provided which noted wear on the trunnion of the stem and biological material on the coated segment. -medical records received and evaluation: a review of the provided medical records by a clinical physician was rejected stating [...] Rejected for medical review by dr. Jaffe today - x-ray and photo confirm event of disassociation and trunnion erosion/corrosion; need operative reports, clinical/past medical history, examination of explanted components[...] -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusion: disassociation was confirmed by a clinician on review of the provided photos & x-ray however altr was not confirmed. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient was fixing a deck and experienced severe pain in his hip and could not move without pain. Update 10/september/2018: as cited in "adverse consequences details": patient required revision surgery. It was repeorted that the head disassociated from the stem. A considerable amount of black tissue was present in the joint. Pre-revision x-rays and an explant picture were provided.